Event description:
It was reported that the insulin pump alarmed motor error, no delivery, and weak battery. The blood glucose reading was 160 mg/dl. The customer stated that there were 3 bars on the battery icon when the weak battery alarm occurred. The customer was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.